Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that their cd infusion set detached, causing minor bleeding. The user replaced the infusion set, and insulin delivery resumed. Blood glucose levels were initially elevated (up to 369 mg/dl) and gradually decreased over several hours, with intermittent low readings (66¿67 mg/dl). The user consumed small amounts of carbohydrates and fluids, and follow-up readings stabilized at 72¿83 mg/dl with no reported symptoms. Device function was restored, and no further interventions were required.